Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. There was no patient harm. Additional information and product sample was requested for evaluation.

Manufacturer narrative:
Although the reporter indicated that the used product sample pertaining to this report is not available, twenty-one unopened trocar assemblies were received in trays for the report of leaking trocars. The returned samples were visually inspected per facility procedure. The conforming samples were then functionally tested for leaking and were found conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation was not able to determine the root cause of the valve condition identified. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).